Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient returned to the operating room (or) on (B)(6) 2020 for a ventriculoperitoneal (vp) shunt revision and had seizure activity on (B)(6) 2020. The patient remained off anticoagulation. No other events were reported. The system controller event log file captured no atypical alarms or trends in pump parameters. The pump appeared to function as intended multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient had a head bleed previously reported under MFR # 2916596-2020-02921, where a vp shunt was placed, however information about when it was place is unknown no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient returned to the or today for vp shunt revision and had seizure activity yesterday. Patient remains off anticoagulation. Log file analysis did not captured any abnormal alarms, events, or trends in pump parameters.